Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he pump battery was depleting quicker than before. Customer reported blood glucose level was not impacted. Review of pump data for the past two weeks was unable to confirm the reported issue.